Manufacturer narrative:
The device was received fully deployed. No alarms were found in the device data. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any timeouts or drive stalls. The cannula assembly was inspected and found a leak on the exposed portion of the soft cannula. The leakage was due to an external tear on the soft cannula, which diverted the intended path of the fluid. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or defects were observed with the device that could cause a hazard alarm generation. Therefore, the device functioned properly.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod for an unknown amount of time. It was reported that the pod was alarming.